Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11041r12, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
It was reported that during the pump replacement, they noticed a seroma of fluid in the pump pocket. The sutured area of the catheter pump port connection was broken down; they were able to easily move it back and forth. That portion of the existing catheter was replaced and the revised catheter was confirmed to be patent. The seroma fluid was clear, so the physician was not concerned about possible infection, but was wondering if there was also drug in the pump pocket. They were planning to keep the patient overnight in the hospital and then the physician would begin titrating the daily dose the next day as they had decreased the flex dose following the procedure from 2099.4 mcg to 400 mcg because the physician did not believe that the patient was receiving all of the programmed dose because of the pump port/catheter connection issue. The device system was delivering gablofen. It was later reported that prior to the procedure, the patient had increased spasms in her right foot. No testing was done on the fluid found in the pump pocket. The catheter was fractured where the suture was. Additional information has been requested, but it was not available as of the date of this report.